Event description:
Hospitalized patient was receiving hydromorphone via pca using an alaris pca pump. At 2330 patient was found with the hydromorphone pca syringe in her hand still connected to her IV/pca tubing and a key was found in her possession that had the same key number as the alaris pca pump key - key number printed on it was j236. The patient stated conflicting information about how the key came into her possession and attempted to deny knowledge of the key being a pca key. However there is no way the hydromorphone syringe could have been removed from the locked pca pump with a key. Upon discovery the patient's key was removed from her possession and the pca syringe and pump were discontinued. Patient appeared more tired/confused but had no adverse effect to vital signs or mental status. Comparing the key the patient had in her possession with the hospital's pca keys provided by the pump manufacturer bd alaris with the pca pumps, the patient's key does not appear "official". The alaris provided key has a purple plastic cover that stated "do not duplicate" and "j236" is etched into the metal of the key. The patient's own key has "j236" stamped or printed onto it (not etched or engraved into the metal), no cover, and no wording indicating not to copy the key. A google search for "pca key", "alaris pca key", and "j236" showed that these keys are available for purchase online including amazon. All alaris pca pumps utilize the same key so someone in possession of a key can use it on any alaris pca pump at any facility, anywhere in the world. The key allows access to the syringe, syringe can be removed, and the pump settings to be programmed. This is a known safety gap and has been published in national/international safety publications such as ismp (institute for safe medication practices). The manufacturer bd alaris is aware and has not done anything ever about this risk. The locking mechanism has never been changed to better secure the pumps.